Event description:
New information notes that on jun 21, 2019 the patient was checked, and atrial lead noise was noted to be recorded. The patient is stable, and the physician wants to leave alone as noise episodes are infrequent and short. The atrial lead impedance was still noted to be chronically low.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation low atrial lead impedance was observed. The impedance has been low since (B)(6) 2018. Patient is not dependent and is asymptomatic. The lead remains implanted.